Manufacturer narrative:
Info not rec'd. Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the device requires maintenance. Procedure: breast biopsy. No pt consequence reported.